Event description:
This event was reported as staphyloccocus endocarditis with vegetation on the heart valve. Baxter's investigation of this event included verification of the sterility of the heart valve. No further info was provided.